Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with flucloxacillin (date not reported); however, the issue could not be resolved. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(4) 2013.